Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During the in-coming inspection by distribution center stuff, the shaft of the device was found bent and the blade edge of the drill became worn. When a surgeon was drilling, a flexible drill shaft broke.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been (B)(4) other event reported for the reported manufacturing lot visual inspection confirmed the reported event. The wires of the device most likely broke in fatigue. Device has been in service for 12 years. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
During the in-coming inspection by distribution center stuff, the shaft of the device was found bent and the blade edge of the drill became worn. When a surgeon was drilling, a flexible drill shaft broke.